Event description:
Nellcor puritan bennett received a call from rep of home care on 8/14/2000. Home care called to report the following problem: pt claims unit alarm lights were lit, but there was no audible alarm.